Event description:
Staff member reached inside the washer on unload side as the door was closing on the arm. The extent of injury is a bruised arm with soar and tenderness. The injured person returned to work within a day. Witness is not reported.

Manufacturer narrative:
Staff member reached into washer on unload side as door was closing. Arm was caught by door and would not open. Unload door obstruction sensing mechanism malfunctioning. Single bolt used to hold obstruction sensing mechanism too tight. Mechanism not allowed moving freely. The incident was reported by technician. There was no evidence of misuse of product by user and the unit was under a maintenance contract through agreement. It was last serviced in 2007. As corrective action, the technician loosened the bolt holding obstruction mechanism pulley. The unit is up and running.